Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7.0 cm pre-operatively ruptured abdominal aortic aneurysm. It was reported that the patient complained of left leg pain. The decision was made to perform an angiogram. While doing the angiogram, it appeared the bifurcated stent graft was 5 mm below renals and there was room to place a proximal cuff, however it is unknown if this is where the stent graft was originally implanted. In addition, the right limb was kinked at the flow divider. No occlusion was noted due to the kink. The physician felt that this change was due to aneurysm shrinkage. There was no endoleak identified. There was slight thrombus noted in the left leg. The physician placed a proximal cuff and one limb on each side at the flow divider. The stent graft on the left limb was used to open up the left iliac, and the right limb was implanted to support it. A 14 mm balloon on the left and a 16 mm balloon on the right at flow divider kissing balloons. No additional clinical sequelae were reported and the patient is stable. A review of returned film images revealed that the bifurcate was implanted just below the renal arteries. The ipsilateral limb extended into the right iliac and the contralateral limb was placed into the left iliac. In the aaa sac, an area of thrombus (approximately 3cm in length) was seen within the contralateral limb. The contralateral limb was not noticeably kinked or compressed and measured 14 x 16mm ID in this location. The remaining contralateral limb was patent, and the ipsilatera limb was also patent. The max diameter aaa was 6.5cm and no endoleak was observed. The cause of the thrombus could not be determined. The kink in the right limb was likely due to morphology changes; aneurysm shrinkage.